Event description:
Information received from the field notes that the patient had a fever of unknown origin. When the device was interrogated, loss of capture was observed. The pacing thresholds were increased to 6.0v in bipolar setting. The patient will be monitored.